Event description:
It was reported that the surgeon was using 5.5mm tap and the tip of the tap broke off, along with the nitinol blunt k-wire. The surgeon was unable to retrieve the piece of the tap and k-wire from the patient's bone. Was able to finish the surgery by using the 4.5mm tap that was in the set.

Manufacturer narrative:
Method: risk assessment; labeling review; additional document review results: the k-wire was confirmed fractured by the stryker rep. A 15 minute delay in surgery resulted and the tip of the wire remains in the patients bone. The surgery was successfully completed. Manufacturing files could not be reviewed due to no lot number being provided. The instrument broke with during usage with the tap. The possible root cause to the reported issue may be related to the breakage of the tap, however the root cause is multifactorial and not determined. Conclusion: the possible root cause to the reported issue may be related to the breakage of the tap, however the root cause is multifactorial and not determined.